Event description:
An anesthesiologist reporteed that a laryngeal mask airway tube broke during pt use. The break occurred when the pt was recovering from anesthesia and bit through the airway tube. The anesthesiologists reported that he cut away the central section of the tube after it broke. The pt was not injured. An MDR is being submitted for this malfunction since a broken airway tube could theoretically cause a serious injury.